Event description:
It was alleged that, "the patient underwent a right total hip replacement surgery in 1998 at the hospital." It was further alleged that, "in 2003, the femoral head component in the right hip prosthesis failed and patient was operated on again the same month."

Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time. The device is not available due to the ongoing litigation. Should device or additional information become available, the evaluation summary will be submitted in a supplemental report.